Manufacturer narrative:
Concomitant product(s): product ID: 3708160 neuro extensions x2, implanted: (B)(6)2012. Product ID: 3778-45 pain stim lead, implanted: (B)(6)2012. Product ID: 37714 pain stim lead, implanted: (B)(6)2012. Product ID: 3778-45 pain stim lead, implanted:: 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days post implant, the patient experienced a heart rate in the 40's. The patient inquired why the implantable pulse generator (ipg) was so low. At the time of the report the patient's heart rate was "almost normal" at 69 beats per minute. The device remains in use. No further patient complications have been reported as a result of this event.